Event description:
Customer called stating that parts of the tens position of the display are missing. While on the phone a review of the system was conducted. It was determined during this review that segments were missing in the tens position of the display. The customer was asked to return the meter for eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.